Manufacturer narrative:
(B)(4).customer complaint of "low oxygen percentage readings" was not confirmed. All measurements are within tolerance. There was no fault found with this device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ventilator maintenance, the ventilator oxygen (o2) level failure was confirmed. It was reported that another mixer was applied and the problem was solved. There is no reported patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.